Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with unknown size unknown gel implants on both sides. Patient was having surgery due to age of the implants and both were found to be rupture during replacement surgery with unknown mentor devices on (B)(6) 2022. This medwatch report is for the patient¿s left-sided device.